Event description:
It was reported to medtronic minimed that the patient experienced difficulty pressing the injection/dose button on inpen after accidentally dropping. The event involved mmt-105nnpkna. The customer reported no adverse event .troubleshooting was performed customer was advised to discontinue use of the inpen, revert to backup therapy per healthcare provider instructions, and a replacement inpen was initiated. No harm requiring medical intervention was reported. Mmt-105nnpkna was requested and customer response was the device will be returned.

Manufacturer narrative:
A complete analysis and testing of the product was performed. Per visual inspection: broken off injection button and a broken pocket clip. No physical damage to cartridge holder or inpen back shell. Unit paired successfully to commercial app with a small dosage. Inpen received with leadscrew 1/4 of travel. Unable to perform displacement dose accuracy and baseline and wireless functionality test due to broken off dose button exposing electronic assembly, however the inpen was able to dial properly. Inpen passed front cap investigation. In conclusion: inpen received with working dial knob. Therefore, the customer concern of difficult to dial could not be confirmed, however unable to properly dose due to broken off injection button exposing electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.